Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure, exact date is unknown however the device was in place for approximately 6 months. According to the complainant, during withdrawal of the device for replacement, the internal bolster detached into the patient's stomach. The bolster was retrieved endoscopically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
Correction: the exact age of the patient is unknown however over 18 years old. A visual examination of the device revealed feeding and medicine ports to be closed. The c-clamp was found to be open. The external bolster was located at the 4 cm mark and was without issue. The internal bolster was found to be separated from the device and the bolster was returned. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. There were no voids or defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during use. Bolster detachment during removal most likely occurred because of excess force applied to the device during removal causing the bolster to detach. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure, exact date is unknown however the device was in place for approximately 6 months. According to the complainant, during withdrawal of the device for replacement, the internal bolster detached into the patient's stomach. The bolster was retrieved endoscopically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.